Event description:
Reportable based on device analysis completed on 06nov2025. It was reported that balloon leak and inflation failure occurred. The 60 -70% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 150,135cm mustang balloon catheter was selected for use in an angioplasty. During the procedure, the balloon was inflated at 6 atmospheres, however the balloon leaked and was unable to inflate. The procedure was completed using original method or device used. There were no patient complications as a result of this event. However, device analysis revealed balloon tear.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 85mmin length and was located in the mid region of the balloon material. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device.